Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent, an afx proximal extension and a non-endologix stent in the proximal extension. It was reported two years after the initial implant the patient had a type 1a endoleak which was repaired with another non-endologix stent. The patient had a follow up and an unknown issue was identified. The physician elected to implant an additional infrarenal aortic extension to resolve the issue. The procedure was completed and there have not been any addition adverse events reported for this patient.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3a endoleak with complete component separation. Additionally there was evidence to reasonably support the following observations; unintentional stent movement with ballooning, right external iliac artery dissection, movement of the proximal extension, complete dissociation of the non-endologix stent from the proximal stent, dissociation of the proximal stent from the main body, and an endoleak type ia due to graft migration. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and multiple endovascular procedures with catheter and wire manipulations. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. There have been no additional adverse events reported for this patient.

Event description:
Additional information received, the patient had a type 3a endoleak with a component separation. During the initial implant procedure the patient had a palmaz stent implanted. In 2013 the patient had a cook proximal extension implanted for a better proximal seal. The physician stated the final repair completed was to resolve a component separation between the endologix main body and the endologix proximal extension.